Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the customer reported complaint. Failure analysis found the primary finding of cannot verify external events to be related to the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. The instrument passed the clip test. The instrument was fully functional. The instrument was tested multiple times and passed with no issues. There was no problem detected. A review of the instrument logs for the medium-large clip applier (part# 470327-12 / serial # (B)(4)) was performed. The instrument was last used on (B)(6) 2022 on system sn: (B)(4) with 75 uses remaining. Based on this review, the instrument was not used during the alleged event reported in this record ((B)(6) 2022) and it was not used in subsequent procedure(s) after its last usage. No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument was not squeezing. The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was not inspected prior to use. The issue first occurred when the surgeon was attempting to clamp on a vessel. When attempting to clamp, the clip applier would not clamp at all. The clip applier never clamped down. After it was swapped for a backup clip applier, the procedure was completed without any injury or harm to the patient. There was no un-intuitive motion. There are no photos or videos available for intuitive surgical, inc. (Isi) review.